Event description:
It was reported that the patient never had therapeutic effect and felt no stimulation sensation. The reporter stated ¿this got put in april and the patient was going through all this and basically it didn't work.¿ the patient confirmed that the stimulation was turned on. It was noted that the patient was not able to adjust stimulation. The reporter stated there was an upper limit screen when trying to increase the amplitude above 1.2v on program 1. The patient had reportedly tried programs 2, 3 and 4 and had a similar problem of reaching the upper limit when trying to increase. It was further noted that the patient fell a few days prior to the report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va081h7, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer. (B)(4).